Manufacturer narrative:
(B)(4). Concomitant medical products: persona articular surface fixed bearing, catalog # 42521401010, lot # 62883071; persona femur cemented posterior stabilized (ps), catalog # 42500607002, lot #63066214; persona all poly patella, catalog # 42540000038, lot # 63057777. (B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2018-00019, 0002648920-2018-00077, 0002648920-2018-00079. Remains implanted.

Event description:
It was reported that he patient experienced popping/catching with flexion in the right knee less than three months post-operatively due to iliotibial band syndrome. These symptoms were treated and resolved with physical therapy with iontophoresis and phonophoresis along with stem treatments for relief of discomfort and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The root cause of the reported event is attributed to patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.